Event description:
During a difficult spinal procedure upon a pt the spinal didn't succeed and when the needle with the introducer was withdrawn a part of the needle was missing. Needle part had to be removed by an orthopedic surgeon with x-ray. Lot # not known for sure: 00907 or 001015.